Event description:
It was reported that the patient had an electrical storm in (B)(6) 2013 and the refill date on their personal therapy manager (ptm) was reset backward to the prior refill date. The reporter noted the issue had since been corrected. The drug in the pump at the time of the event was not specified. [This issue was previously reported in manufacturer¿s report #3004209178-2013-12920]. It was further reported that the patient confirmed this was the second occurrence of this issue; the first time this occurred was in (B)(6) [refer to manufacturer¿s report #3004209178-2013-12920]. Per the reporter, the cause of the (B)(6) event was unknown, and that it was resolved by putting in a fresh set of batteries. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n203997, implanted: (B)(6) 2009, product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).